Event description:
A customer observed biased qc results for ckmb on the vitros 250 chemistry system. It is unknown whether biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as the result of this event.